Manufacturer narrative:
Product complaint #(B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. This complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, during an unknown procedure, the final tightener was stripped during tightening. It was unknown how the issue was discovered. There was no surgical delay. The procedure was successfully completed. Fragments were not generated. There were no patient consequences. This complaint involves one (1) device.